Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that when trying to put the lead in for the trial on the right side it took three attempts. She said the first two attempts were because of a defective wire. She said it didn't split at the end. It was supposed to split into two wires. Dan (last name asked unknown) the rep had to go to his car to get different wires.  No further complications were reported/anticipated at this time.